Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-04891 for a description of the other device. It was reported to boston scientific corporation that a hydrothermablator console was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, the pump started making noise 9 minutes into the procedure and then went into cool down phase. The saline was leaking and the plastic tubing was shredded. The procedure was not completed due to this event. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the serial number of the suspect device; therefore, the device manufacture date is unk. Though expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.